Event description:
It was reported that the screen was frozen on the external pulse generator (epg) and no adjustments could be made. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, both bail covers were broken, one case screw was missing, one case screw was the wrong part, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was out of specification, the emergency button was sticky and the keyboard was scratched. Further analysis was performed on the display module. Visual inspection revealed no anomalies. Bench analysis observed typical operation when the device was turned on, all dials and buttons operational, low battery indicator was functional, all pixels were functional, no anomalies observed. Conclusion: could not confirm the customer or failure seen during repair of the device. (B)(4).